Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had a lead check done which showed that both of her leads had migrated. Pt went in for a reprogram, on her current program she gets 60-80% relief. She was given 2 new programs to try.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-aug-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.